Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. A rise in rv pacing thresholds up to 1.2 volts at 0.4 milliseconds was also observed. The physician was unable to determine a cause for the reported clinical observations. No changes were made and the rv lead remains in service. No adverse patient effects were reported.